Manufacturer narrative:
(B)(4)

Event description:
The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device lost power. No additional event or patient information is available.